Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Recommended replacement time (rrt) was triggered on (B)(6) 2016 due to battery voltage. Daily battery trend data shows decreasing/varying battery voltage. Daily battery trend data shows gradual rise battery impedance. It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis confirmed the low battery. Testing and evaluation reported normal operation with typical current drain levels and functionality with the device powered by an external supply. Battery analysis was not possible since battery was damaged during device opening. Performance data collected from the device was received and analyzed. Recommended replacement time (rrt) was triggered on (B)(6) 2016 due to battery voltage. Daily battery trend data shows decreasing/varying battery voltage. Daily battery trend data shows gradual rise battery impedance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.